Event description:
Customer reported mixed up and missing images. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 230 mg/dl, 430 mg/dl and 175 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated she took 10 "micromilligrams" of byetta one hour prior to testing and she took 3 units of humalog based on the 175 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.